Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 02-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for pen needles not accurately dispensing insulin. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 04/30/2023 and open vial date is a few weeks ago.

Manufacturer narrative:
Sections with additional information as of 18-sep-2020: pen needles were returned for evaluation; visually inspected returned pen needles (5): when needle aligns and dispenses with lab prefilled insulin pens, droplets observed. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. No abnormalities observed. Most likely underlying root cause: (B)(4): user error caused or contributed to event.